Manufacturer narrative:
The compressor was investigated by our field service engineer. He found that the compressor had blown fuses and corroded mains inlet due to dust build up. The fuses and mains inlet were replaced. The compressor was returned to service after successful function test and safety check. Earlier investigations have determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
It was reported that the compressor mini was not powering on. There was no patient involvement reported. (B)(4).